Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer declined to provide information regarding alternate insulin therapy. There was no reported adverse impact to the customer¿s blood glucose level.